Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had stimulation from their implantable neurostimulator (ins) in the wrong location since the lead was moved surgically on (B)(6) 2015. The patient felt the stimulation in their ribs since the revision but also stated that they had felt it since the original implant. The patient used to have 2 programs but now only had one which limited the troubleshooting at the time of report. The surgeon did not like the way the incision was healing and the patient was in more pain now than before the implant of the ins. Follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. An appointment of (B)(6) 2015 was noted. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.